Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side rupture. Additionally, healthcare professional reported and confirmed left side event. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture, diagnosed by ultrasound. The device has been explanted.